Manufacturer narrative:
(B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a fault 14 code. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that to resolve the issue the scroll compressor (0119-00-0236) had to be replaced. Device passed the performance and safety checks according to factory specifications.